Event description:
At the end of the surgical procedure, it was noted that part of the inside jaw of a needle holder was missing. It is unknown whether or not it was intact at the beginning of the case. The physician was notified. An abdominal x-ray was taken and read as negative by the radiologist as "no foreign body seen".what was the original intended procedure?peritoneal dialysis catheter placement.